Manufacturer narrative:
The log review revealed cfb log entries on the event date that align with a possible main board malfunction. When the device logs cfb entries, the display may go blank, show a blue windows screen, or appear as a decommissioned screen. The review further confirmed that despite the display being blanked out, the device continued to ventilate. As a precautionary step to minimize the chances of recurrence, technical service issued a warranty replacement of the main board.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that the during ventilation on a patient, the screen turned blue, and the device inappropriately shut down. There was no patient harm reported.